Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited double beep no cassette".no patient involvement.

Manufacturer narrative:
The device was returned. The problem of "double beeping no cassette " was duplicated, during the investigation. High pressure alarms were found in the event history logs. Fluid ingressions were on the downstream sensor. Recommended replacement of the downstream sensor. (Updated h3 and h6). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.